Event description:
It was reported that the procedure was to treat a heavily calcified circumflex artery. A 2.5 x 15 mm nc trek was advanced to the lesion and when inflating to 14 atmospheres, the balloon ruptured due to heavy calcification. A non-abbott balloon was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.